Event description:
It was reported that the night prior to this report patient noted that the wire came out and there was nothing attached to the patient anymore. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).